Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. Patient was stable.